Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was changing out the cartridge when a malfunction alarm occurred. The customers blood glucose level was impacted 408 mg/dl because the customer had just eaten and was unable to deliver a meal bolus, due to the reported issue. It was indicated that the customer would use manual injections as alternate insulin therapy.